Event description:
Complainant alleged that during functional testing, the device displayed a "system fault 36", "fault code 37", "defib fault 85", "pacer fault 115", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.